Manufacturer narrative:
The patient passed away on an unreported date in (B)(6) 2016. Upon follow up, it was reported that after hospitalization for the event of peritonitis, the patient was diagnosed with pan-peritonitis (on an unknown date, the same month as hospitalization). The cause of the peritonitis event was unknown. It was unknown if the patient was treated with antibiotics. The month after the peritonitis onset, pd therapy was discontinued and hemodialysis was started. In the same month, the patient passed away. The cause of death was unknown. The peritonitis was not resolved and the patient was not recovered at the time of death. It was not reported if an autopsy was performed. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the event of peritonitis. The cause and treatment for the peritonitis event was not reported. At the time of this report, the patient was not recovered. Extraneal and physioneal therapies were ongoing. No additional information is available.